Manufacturer narrative:
The device is intended to be a temporary fixation device to assist in the process of fusion. The event occurred more than 3-years after implant. It is likely that the breakage of the device was directly related to the fall taken by the pt. No connection can be made between the event and any shortcoming of the device.

Event description:
Pt was implanted with moss miami spinal hardware in 2001. In 2004, the pt was reported to have fallen through a floor. An x-ray taken after the fall showed that the mm rod was fractured. Surgeon does not believe that this is the cause of the pt's current pain and is taking no action to remove the hardware at this time.